Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 417 mg/dl. The customer states going to gym before his blood glucose levels began to run high. The customer's current level is 336mg/dl. Troubleshooting was conducted. The customer stated that their blood glucose level was going down and would monitor the device and call back if needed. The customer's levels were now 317mg/dl. Nothing is being returned or replaced.